Event description:
After assisting another individual into a wheelchair, the wheelchair handle struck the ipg site, resulting in bruising. Patient presented to the physician with wound dehiscence at the ipg incision site, and the ipg had eroded through the skin following the incident. Physician prescribed oral antibiotics. Physician brought the patient into the or seven days later, explanted the ipg, implanted a newer ipg model, sutured, and closed. The existing sensing lead was abandoned as it is not used with the new ipg model.